Event description:
Two coronary stents with delivery systems were successfully deployed distal to proximal at the target lesion site in the pt's tortuous, calcified right coronary artery. Following unsuccessful attempts to advance a third coronary stent with delivery system proximal to the two deployed stents, the protective sheath was withdrawn. During further attempts to advance the unsheathed stent, the stent dislodged off the balloon catheter and embolized to an unk location. Heparin and nitroglycerin drips were initiated. The pt was stable and was discharged from the ccl with intact femoral pulses. There were no clinical sequelae reported relative to the event.